Event description:
Customer reportedly obtained blood glucose results of 293 mg/dl and 93 mg/dl on the compact plus system within 10 minutes. Customer had taken 5 units of novolog 10 minutes before first result. An additional comparison reports results of 63 mg/dl and 109 mg/dl on the compact plus system within 10 minutes. No actions taken on these results and no adverse event reported. Requested return of suspect system and replacement was sent.